Event description:
It was reported the device couldn't be interrogated. The patient presented to the hospital because he didn't feel comfortable. His last follow-up was 18 months prior. The physician indicated that the outputs were not high, always under one volt in both ventricles, and the atrial channel was plugged because of the patient's af. The device was explanted and replaced. No further patient complications were reported as a result of this event, and the patient's status was reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) preliminary analysis found no telemetry or output. Further analysis found the device had high current drain, which resulted in premature battery depletion. The high current drain was due to damage on an integrated circuit. The cause of the damage was not determined.